Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic after the device delivered a possible output circuit damage alert. The patient was asymptomatic. The patient had a hip surgery on the same date of the possible output circuit damage alert. In-clinic testing measured normal electrical values. No further information is available.